Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from june 6, 2014 to june 11, 2014. Evaluation summary: visual inspection of the returned device noted a white particle, approximately 0.70 mm in size, floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause or origin of the particle is undetermined. A CAPA has been opened to further investigate this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter in its bladder. There was no patient involvement as this was identified before patient use. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.